Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the right ventricular lead. Secure sense algorithm inhibited inappropriate treatment due to the noise. The lead was capped and replaced on (B)(6) 2018. The patient was recovering.